Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, the patient's near-result was unacceptable. The iol was exchanged in a secondary procedure.  Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.10. The lens was returned in a specimen cup with liquid. The lens was cut into two pieces across the center of the optic. The lens was microscopically evaluated. Power and resolution could not be checked due to the optic damage. The product investigation could not identify a root cause for the reported complaint. The lens was identified as a company lens upon evaluation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).